Manufacturer narrative:
The products were not returned; therefore, product analysis cannot be performed. Radiographic images were provided and from review of the images it does appear that there are areas with less bone/implant interface around the tibial tray and talar dome.

Manufacturer narrative:
The part and lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part #33650003, lot # 1540226, expiration 04/25/2022; part #33630023, lot #1567292, expiration 11/01/2023;and part #33653310, lot # 1551355, expiration 12/23/2022. Manufacture date for lot 1540226 is 05/12/2014; manufacture date for lot 1567292 is 11/09/2015; manufacture date for lot 1551355 is 01/13/2015. The devices were not returned for evaluation. Films were supplied for review. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
Allegedly, the implant did not perform as expected. The attached images shows large cysts on the tibia and talus that developed 2.5 years after implantation. The implants appear to still be well fixed, but the patient is experiencing increased pain.